Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 3 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 8 reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.